Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the pump reset unexpectedly and pump settings were observed to be erased after the reset. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.